Manufacturer narrative:
Approx six mos post index procedure, the pt underwent repeat angiography, which revealed a 50% in-stent restenosis within the smart stents implanted during the index procedure. This was considered to be mild in severity and no add'l intervention or other action was taken. Add'l info will be submitted within 30 days of receipt. This is one to two reports submitted for the same event. Please reference MFR report#: 9616099-2008-02738.

Event description:
This male pt with a history of documented severe coronary artery disease with previous by-pass and stenting, and known bilateral peripheral vascular disease was admitted for peripheral angiography, which revealed an 80%, de novo, calcified, concentric lesion in the proximal through mid right superficial femoral artery. There was no pre-existing thrombus in the target site. The puncture site was ipsilateral. The vessel was 5 mm in diameter and was straight. The target lesion was 8 mm above the upper edge of the patella. Total lesion length was 150 mm with an occluded length of 90 mm. The popliteal and peroneal arteries were patent, however, the anterior and posterior tibial artery were not patent. The target site was predilated to a max inflation of 12 atm for 300 sec. There was a 60% residual stenosis after pre-dilatation. No dissection after predilation was noted. Two smart stents were implanted, a 6.0 x 10 cm and a 6.0 x 6 cm. The stents were post dilated to a maximum inflation of 12 atms. There was 0% residual stenosis after stent and post dilation. No dissection was noted after post dilation. Other vessels treated during procedure: below the knee ipsilateral after index procedure (pta; fox sv abbott 3x20, successful) and femoral artery ipsilateral (distal to index lesion, treated before index procedure, pta, savvy cordis 5x20, successful).